Event description:
It was reported that this patient is currently experiencing an unspecified infection and has had an increase in the number of arrhythmias, the majority of which were appropriately terminated with anti-tachycardia pacing (atp) delivery, however, the physician noted one episode where two shocks were delivered and the second shock accelerated the arrhythmia from ventricular tachycardia (vt) to ventricular fibrillation (vf). The device data was forwarded to technical services and is currently undergoing review. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient is currently experiencing an unrelated infection and has had an increase in the number of arrhythmias, the majority of which were appropriately terminated with anti-tachycardia pacing (atp) delivery, however, the physician noted one episode where two shocks were delivered and the second shock accelerated the arrhythmia from ventricular tachycardia (vt) to ventricular fibrillation (vf). The vf was then terminated by another shock. The patient was subsequently seen in-clinic where all sensing measurements were stable and in-range. The physician elected to alter the patient's prescribed medication and continue with remote monitoring. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.